Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on risk management file some of the possible causes of this failure are: strong bent in wire tip, cannulation clogged etc. A review of the labeling did not indicate any abnormalities. If the device is returned/ found or if any additional information is provided, the investigation will be reassessed. Device disposition is unknown.

Event description:
A doctor reported the following event : "(B)(6) patient, managed for osteosynthesis by centromedullary nailing of the right tibia. Drilling of the tibia and insertion of the guide rod centered in the front and profile pin, then impossibility to bring out the guide rod of the nail. " remove the nail with the guide rod and install a new nail. Extension of the surgical procedure. A surgical delay was reported; however the procedure was completed successfully.